Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had a blank display. The customer¿s blood glucose level was 240 mg/dl at the time of the incident. The customer was assisted with troubleshooting and customer reported display was blank currently. Customer reported they received an alarm, insulin pump was giving off 2 buzzes and vibration then it will pause the buzz and vibrate again. Customer also reported red light notification was blinking and display was totally blank. Customer stated the display was not blank less than 30 seconds and did not return. Customer stated the contact on the battery cap was neither missing nor damage. Customer stated battery compartment was neither damaged nor corroded. Customer stated the spring was neither damaged nor corroded. Display did not returned after insulin pump restart. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The customer was advised the insulin pump will be replaced as per troubleshoot. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device was received with blank display due to moisture damage on electronic assembly. Unable to verify e or a alarm unspecified due to blank display.